Manufacturer narrative:
Section b5: the patient's death was originally reported in manufacturer report number 2916596-2021-03490. The previous pump replacement due to thrombosis was reported in manufacturer report number 2916596-2019-00414. Manufacturer's investigation conclusion: thrombus was confirmed during the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). The pump, (B)(6), was returned assembled with the driveline (dl) cut at the pump housing. The distal portion of the driveline was returned. The apical sewing ring was returned on the inlet extension with two zip ties holding it in place. There was no green suture present around the apical sewing ring. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow graft attachment) was returned attached to the pump¿s outlet port. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. A similar deposition was found in the blood tube/rotor inlet section adhered to the inlet bearing ball. The thrombus rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. A non-laminated thrombus formation was present on the body of the rotor, on and in between the rotor blades. The thrombus formation was not adhered to the rotor, but areas of the formation were hard and denatured, indicating that it was present while the pump was operating. Origins of the thrombus formation could not be determined. Examination of the proximal side of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the depositions did not form in the outlet stator. Although its origin and duration of time for which the depositions were present in the pump cannot be conclusively determined, the areas of denaturation along with the circumferential contact marks on the outlet bearing cup, indicate that the deposition was present in the outlet stator for an extended amount of time while the pump was operating. The thrombus formations found in the pump could have potentially contributed to the reported elevated ldh. The formations would have also created additional resistance on the spinning rotor, contributing to the reported power elevations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. During the investigation there was an incidental finding of tissue growth which occurred between the sealed outflow graft and bend relief causing a fold in the outflow graft. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11sep2018. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's circulation was insufficient and pump thrombosis was suspected. On (B)(6) 2021 the patient¿s blood pressure mean was 60mmhg lactate dehydrogenase (ldh) was elevated at 2094 units per liter (u/l) and c-reactive protein (crp) level was 3.42. The ldh has increase since (B)(6) 2021. It was reported that the patient had exhibited heart failure symptoms after a previous pump replacement due to suspected thrombosis the day after implantation in (B)(6) 2019 and that the patient had been hospitalized for two and a half years due to hypoxic encephalopathy. It was noted the patient had urinary tract infections which occurred frequently. The patient was originally prone to blood clots and was unconscious due to brain damage, being under follow-up. There was a limit to anticoagulant therapy. Diagnostic testing/imaging was not implemented. The patient's heart rate decreased spontaneously and a do-not-resuscitate order (dnr) was issued after discussing with the patient's family. A pump exchange was not an option for this patient. The patient expired on (B)(6) 2021 due to myocardial infarction.

Manufacturer narrative:
This event took place at (B)(6) university in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the doctors suspect pump thrombus because the patient had elevated lactate dehydrogenase (ldh) and pump power. A log file review was requested. Technical services reviewed the log file submitted for patient. The log file contained approximately 9.5 days of data and the current set speed is 8800 rpm. The average power ranged from 5.5 watts to 16.0 watts. The average pi ranged from 2.1 to 5.8 and the average flow ranged from 4.3 lpm to 4.8 lpm. The log displayed intervals where the set speed was changed intermittent (lowest pump set speed at 8400 rpm on day 860 and highest pump set speed momentarily set at 13000 rpm on day 861). It was indicated the patient¿s clinical presentation shows signs and symptoms of possible thrombus. The data reviewed did not contain attributes which would lead to suspect the presence of thrombus within the motor chamber; however that does not mean thrombus is not present in the circulatory loop. It was recommended to look at other clinical indications which may confirm the presence of thrombus. There were no other unusual events seen within the log file. The mcs equipment is operating as expected.